Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient underwent pulmonary vein isolation and experienced cardiac tamponade which occurred during a mitral isthmus ablation and led to shock immediately, despite pericardial drainage. An immediate pericardium release surgery was performed on the table to maintain the haemodynamic state, and a subsequent open-chest surgery repair was performed. The laceration site was the lateral la just below the la appendage on the mitral isthmus ablation line. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿management of cardiac tamponade in catheter ablation of atrial fibrillation: single-centre 15 year experience on 5222 procedures". The purpose of this study was to investigate the incidence, predictors, and management of cardiac tamponade in a single educational centre large patient cohort undergoing af ablation over 15 years. The study was conducted between 2002 and 2016. The 4 mm tip ablation catheter (fantasista, japan life line), the 3.5 mm externally irrigated-tip ablation catheter (thermocool, biosense webster), second-generation cryoballoon (arctic front advance, medtronic) were all used in this study. It is unknown which devices the patient has been used. Bwi takes conservative approach to report this event under thermocool, however catalog and lot number is unknown.